Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample could not be evaluated, as it remains implanted.

Event description:
It was reported that a biliary stent allegedly fractured in the subclavian artery. No pt injury.